Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2006765: 31 items manufactured and released on (B)(6) 2020. Expiration date: 2025-09-30. No anomalies found related to the problem. To date, 29 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient came in reporting pain due to a loose cup and the cause of the loose cup is unknown. At 1 year and 4 months after the primary surgery, the surgeon revised the cup, head and liner. The surgery was completed successfully.